Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, the station was unable to find the patients. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jun-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system cannot find patients. A technical support specialist (tss) found there were no issues, and the carefusion coordination engine (cce) server was up and running and messages was crossing over. The system functioned as intended after the technical support specialist verified the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was unable to find the patients. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.